Event description:
During procedure bipolar feature of device stopped working. Device inspection revealed a small piece of plastic insulating material from the distal end of the instrument was missing. Thorough wound examination and irrigation revealed piece of this insulation on the pelvic floor. Very small piece of missing insulation unaccounted for. Lot # n10260610 0023.